Event description:
Spontaneous call from patient stating that a couple of days ago she had a high pressure alarm on her cadd-legacy pump and she had not been feeling good (patient was hot, more fatigued) for 2-3 hours. Patient states that she switched pumps and started to feel better. Patient states that she's not sure if the pump's malfunction affected how much medication was infusing. Patient feels better. Will not notify md. Replacing defective pump. Did the reported product fault occur while in use with a patient? Yes. Did the product issue cause or contribute to patient or clinical injury? Patient felt worse for 2-3 hours. Patient returning pump and new pump being sent. Reported to (B)(6) by: patient/caregiver.